Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level increased to 432 mg/dl with moderate ketones identified as dangerous. Insulin was administered via a manual injection to initially address bg. Subsequently; the customer went to the emergency room and was hospitalized where healthcare providers administered intravenous fluids of saline and insulin to treat the elevated bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage.